Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9 the device was returned to olympus for inspection and the reported failure of no image (black), was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it was found that there was damage to the charge coupled device (ccd) component. The cause was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, there was no image on the display screen of the videoscope. There was no patient involvement.